Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: an issue was reported when using a turbo-ject standard power injectable PICC line PICC (upics-5.0-CT-nt-1110) from an unknown lot. Approximately five days after placement of the catheter, a complete thrombosis was noted from the left basilic vein up to the left subclavian vein, though the left humeral veins were reported to be permeable. The catheter was removed four days later and the patient was prescribed anti-coagulation therapy for three months to address the thrombus. Cook became aware of this event on 17sep2020 upon being notified by c.h.r. De bordeaux. The patient reportedly experienced no additional adverse effects as a result of this incident. A review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. A review of the sales records to the user facility over the past 3 years could not successfully narrow down the complaint device lot number. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "catheter maintenance catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock." Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for thrombosis was not established. It is possible that the cause of the thrombus is related to the patient's condition or maintenance of the device, but these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). The catheter was removed on (B)(6) 2020 and the patient was treated with lovenox (1ml x2/day) and maintained with curative anticoagulation for 3 months. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a (B)(6) year old patient experienced a complete thrombosis of their left basilic vein after insertion of a turbo-ject standard power injectable PICC line PICC. No device malfunction has been reported. The patient was previously treated in 2018 for revision of a left knee prosthesis due to chronic sepsis. Among the patient's history, there was a prostatic adenocarcinoma discovered in (B)(6) 2019, deemed to be non-metastatic and treated under hormone therapy. The patient had the cook PICC line placed on (B)(6) 2019 for administration of temocillin, with the distal end of the catheter positioned at the junction of the superior vena cava and the right atrium. On (B)(6) 2020, a complete thrombosis of the left basilic vein, where the PICC line was inserted, was found and extended up to the partially thrombosed left subclavian vein. The left humeral veins are permeable. The catheter was removed on (B)(6) 2020 and the patient was treated with lovenox (1ml x2/day) and maintained with curative anticoagulation for 3 months. Additional information regarding patient and event details has been requested but is not currently available.